Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a cassette that had pinholes in it. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Upon conclusion of the investigation, the cause was determined to be a puncture or tear in cassette sheeting based on the report that the cassette leaked due to pinholes. Should additional relevant information become available, a supplemental report will be submitted.